Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters were found broken before use. The following information was provided by the initial reporter: "22g insyte autoguard:catheter is broken"

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples. Bd received two 22ga insyte autoguard units. Unit #1 had all components present with the needle fully retracted within the safety barrel. Unit #2 also had all components present and the unit was intact. Through the visual/microscopic examination of unit #1, as the needle cover was removed, the catheter adapter assembly stayed lodged within the needle cover. Unit #2 the catheter stayed assembled as intended however after removing the needle cover, it was immediately observed that the needle had gone through the catheter leaving a v-shaped cut on the catheter tubing. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment due to the units being received out of the original packaging. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters were found broken before use. The following information was provided by the initial reporter: "22g insyte autoguard:catheter is broken".